Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter: post-operatively (surgery date of (B)(6) 2011), the pt experienced a hematoma, which is possibly related to the test device. Pt noticed abdominal "fullness" and there was a small pocket of fluid on lower right side of abdomen noted on exam, which was drained yielding approximately 30 ml of dark hematoma fluid. However, pt did have midline drain removed earlier than usual (was still draining over 30 mls in 24 hrs) because it was falling out. Therefore, the fluid collection was likely related to this. In addition, the pt experienced suture extrusion on (B)(6) 2011 without purulent discharge or abscess, which was removed without incident, issue resolved.